Event description:
The customer reported non-reproducible false positive troponin I (accutni ) patient results involving access 2 immunoassay system. The customer stated the false positive results were not released out of the laboratory as a proactive procedure has been implemented to verify unexpected results prior to reporting the results. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance.